Event description:
It was reported that this patient presented to the emergency room (ER) after receiving an inappropriate shock for what looked to be supraventricular tachycardia (svt). Noise was observed on the presenting subcutaneous electrocardiogram (secg) when this patient pressed their hands together. Technical services (ts) noted it appeared to be muscle noise which the subcutaneous implantable cardioverter defibrillator (s-ICD) marked as n markers. Ts discussed shock zone programming options with the field representative. It appeared that the patients k levels were off which likely caused the svt. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient received an additional inappropriate shock while getting out of bed. Reproducible noise in all three vectors was observed when this patient lifts their arms or getting out of a chair. Therapy was turned off, and this s-ICD system remains implanted. A lifevest was ordered for this patient and the plan sometime in the future is to explant this system and implant a new system. Ts recommended x ray imaging to pinpoint the issue. Additional information was received that this electrode was explanted. No additional adverse patient effects were reported. A return request is being sent to the field.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient presented to the emergency room (ER) after receiving an inappropriate shock for what looked to be supraventricular tachycardia (svt). Noise was observed on the presenting subcutaneous electrocardiogram (secg) when this patient pressed their hands together. Technical services (ts) noted it appeared to be muscle noise which the subcutaneous implantable cardioverter defibrillator (s-ICD) marked as n markers. Ts discussed shock zone programming options with the field representative. It appeared that the patients k levels were off which likely caused the svt. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient received an additional inappropriate shock while getting out of bed. Reproducible noise in all three vectors was observed when this patient lifts their arms or getting out of a chair. Therapy was turned off, and this s-ICD system remains implanted. A lifevest was ordered for this patient and the plan sometime in the future is to explant this system and implant a new system. Ts recommended x ray imaging to pinpoint the issue.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient presented to the emergency room (ER) after receiving an inappropriate shock for what looked to be supraventricular tachycardia (svt). Noise was observed on the presenting subcutaneous electrocardiogram (secg) when this patient pressed their hands together. Technical services (ts) noted it appeared to be muscle noise which the subcutaneous implantable cardioverter defibrillator (s-ICD) marked as n markers. Ts discussed shock zone programming options with the field representative. It appeared that the patients k levels were off which likely caused the svt. This electrode remains in service. No adverse patient effects were reported.